Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional tests. However, a motor noise was noted due to a faulty motor.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer' s blood glucose level was 525 mg/dl. The customer was admitted to san antonio community hospital on (B)(6) 2015. The cause of the emergency room visit per healthcare provider is diabetic ketoacidosis. The customer was released on the hospital on (B)(6) 2015. The troubleshooting was performed. The customer was advised that the insulin pump will be replaced.